Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator ipg. After troubleshooting, the event was assessed to be due to the ipg having been implanted too deep in the pocket. The patient underwent an ipg pocket revision procedure where the ipg was repositioned. The ipg remains implanted in the patient. The patient was doing well post-operatively.